Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: ( B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display unit cpu was replaced to resolve the issue.

Event description:
The hospital reported loss of mechanical ventilation during a case. The clinical staff used alternative anesthetic agent method and manual ventilation during restart. After the restart anesthetist configured machine settings and the system operated correctly and the procedure was completed. No patient injury reported.